Event description:
Complainant alleged that while treating a (B)(6) male pt in cardiac arrest, the device returned a "shock advised" determination for what appeared to be a shockable rhythm. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.